Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call, the customer has been having a couple of issues. Customer has been getting air bubbles in the reservoir after he has connected to everything. Customer's spouse stated most of the time there were small bubbles but there have been times were they have been large. No troubleshooting was performed as customer wasn't there during the call. Customer's spouse was advised to call back, but she said they would go over issues with the customer's trainer. The reservoir is not being returned for analysis.